Manufacturer narrative:
Pump passed sleep current measurement: the sleep current measurement measures the pump power usage while the pump is in sleep mode/standby mode (the pump is allowed to enter sleep mode while powered with a battery simulator. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history files using thump. No failed battery alert noted during testing. No unexpected low battery alerts listed in the pump trace download. Battery cycle 11.0 received the low battery alert (104) on 10/27/2025 02:19:00 faster than expected at 0.1 days. Battery cycle 8.0 received the low battery alert (104) on 10/26/2025 23:50:00 faster than expected at 0.55 days. Battery cycle 2.0 received the low battery alert (104) on 10/14/2025 03:10:01 after more than 7 days at 14.3 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: missing serial number label, cracked keypad overlay at select button, cracked battery tube threads and cracked case near belt clip rails. Customer did not experience an unexpected failed battery alarm of less than 7 days per the pump history records. Failed battery alarms or power loss alarm lasts less than expected was not confirmed. Unit was confirmed for damage battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported that the location of the damage was on the battery compartment, and that the pump no longer recognized any battery. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the damage impacting pump functionality. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1886 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.